Event description:
Boston scientific received information that during a routine follow-up, it was noted that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement, and pacing was not delivered at maximum output. According to daily measurements, this has happened since (B)(6) 2011. Changing the polarity did not resolve the issue. The patient would often have atrial tachy events, but he had recovered from his heart failure. Therefore, this lv lead was deactivated and the patient will be followed-up at a later date. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.